Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of an implantable pulse generator (ipg)showed an observation of invalid data. However, since (B)(6) 2019, the data appeared to be complete. The ipg remains in use. No patient complications have been reported as a result of this event.